Event description:
It was reported that during a thoracotomy procedure the device would not fire. They changed the cartridge and it happened again. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Manufacturer narrative:
(B)(4). Closing trigger top. The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with an echelon 45 reload. The reload was noted to be unfired. It should be noted that the echelon 60mm device is designed to work only with echelon 60mm cartridges, for further loading instructions please refer to the echelon 60mm IFU. The device was tested for functionality in the articulated position with an echelon 60 reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. In addition, the firing trigger was not working properly on each stroke as the pawl was not engaging with the drive bar at repeated attempts. The device was disassembled to verify the internal components and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to pulling the closure trigger open in an attempt to open the device. This can then result in damage to the closure trigger top component if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. This in turn can then result in the red switch being locked out if the firing trigger is not in its full open position. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.